Manufacturer narrative:
The involved spectrum suture passer needle is not expected for evaluation as it was reported to be discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This device was manufactured on 29-apr-2015. No similar complaints have been received for this item and lot number combination. A two year review of complaint history shows there have been ten previous similar complaints for this product. To date, there has been no patient long term adverse effect resulting from this type of incident. Use of this product is technique dependent and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device discarded by user facility.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with the spectrum suture passer in an arthroscopic shoulder rotator cuff repair on (B)(6) 2015, the tip of the needle broke off after approximately ten passes of the needle. As reported, the broken needle tip was believed to be removed from the surgical site either by use of the shaver or outflow. An x-ray was taken and no sign of the tip was observed. The procedure was completed successfully using a different device. A 10 minute surgical delay was reported to bring in and perform the x-ray. There was no injury to the patient as a result of the device tip breakage.